Manufacturer narrative:
The device has not been received for evaluation; therefore, the event cause could not be confirmed. Correspondence has been sent out for the device. A supplemental report will be submitted once the devices are returned and evaluated. Please refer to MDR# 2029214-2018-00785 for the other flow diverter. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two medtronic flow diverter devices would not open distally even though the middle part was open. After multiple failed attempts to open the flow diverters, it was decided to remove and replace the devices. Both flow diverters were resheathed within the microcatheters and removed. The flow diverters were deployed more than 50% when the events happened. They were resheathed over two times in attempts to open them. For the first flow diverter (ped2-500-20), the delivery wire was pushed to attempt to open it, but the distal end of the tip coil was stuck in the vessel wall and it did not move forward. No additional attempts were made to open the second flow diverter (ped2-500-30). No patient injury was reported as a result of the event. Post procedural angiography showed good results. It was reported that the event may have been caused by device malfunction or tortuous anatomy. The patient was undergoing embolization treatment of an unruptured fusiform aneurysm (unknown dimensions) located in the ophthalmic/ cavernous segment of the internal carotid artery. The landing zone dimensions were not available. The patient¿s vasculature was severe in tortuosity. Dual antiplatelet therapy was administered.

Manufacturer narrative:
The pipeline flex with shield braid was returned for evaluation without its pushwire. The distal and proximal ends of the braid were unable to be identified. The pipeline flex shield braid appeared to be fully open and moderately frayed at both ends. Based on the analysis findings, the report of "failure to open at the distal end" was not confirmed. The event cause could not be determined as the returned pipeline flex shield braid appeared to be fully open. In addition, the cause for the observed braid fraying could not be determined. It is likely that the patient's severe vessel tortuosity contributed to the reported issue. Per our instructions for use (IFU), "do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ all products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.